Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture information corrections.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, the ra lead and rv lead were fractured or broken or cut during the extraction process and both the implantable leads are partially left in the subclavian vein. A revision was performed, and the pacemaker remains implanted, but the ra lead and right ventricular (rv) lead were explanted. The pacemaker was used as a temporary pacing system. No adverse patient effects were reported. The ra lead will not be returned.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, the ra lead and rv lead were fractured or broken or cut during the extraction process and both the implantable leads are partially left in the subclavian vein. A revision was performed, and the pacemaker remains implanted, but the ra lead and right ventricular (rv) lead were explanted. The pacemaker was used as a temporary pacing system. No adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture information corrections.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the ra lead was fractured or broken or cut during the extraction process and both the implantable leads are partially left in the subclavian vein. No additional adverse patient effects were reported. The ra lead was explanted.